Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a maintenance check, it was discovered that the attachment device was running hot. A spare device was available for use. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was running at 137.2 degrees which was above the operational specifications (118 degrees). It was determined that the bearings were worn out and contaminated, causing the device to exceed the operational temperature. It was determined that this issue was consistent with consistent with improper cleaning. The assignable root cause was determined to be due to improper cleaning, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.